Manufacturer narrative:
It was determined that the cause of the issue was a faulty battery clip.

Event description:
A customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device's electronic records and could not verify the reported issue. Stryker observed that battery 1 was depleted and battery 2 would not fit properly in the battery inlet. Stryker advised the customer to replace all batteries with damaged battery clips. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
A customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. This issue is patient related; however, there was no adverse event reported.